Manufacturer narrative:
Additional information added to the event description. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the surgeon monitor was replaced. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. No parts have been received by the manufacturer for evaluation. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that it was confirmed that the system was plugged in when it power off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system unexpectedly shutdown a day before the call. The representative was unable to replicate the issue. The battery backup lasted 5 minutes. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The lcd monitor (lot# 100210591) was returned for analysis. Analysis found that there was physical damage and pieces broken. The returned monitor had been impacted in the center of the display sending redial cracks throughout the display. The monitor was unusable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.